Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced abdominal pain, urinary tract infection, bladder pain, urgency, frequency, cystitis, mixed urinary incontinence, dyspareunia, infected mesh and complications associated with the mesh implant. A removal of the mesh and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.